Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symtpom, constant air in line alarm, which was not reproduced during evaluation. A review of the device event history log did not show occurences of air in line alarms; however, it did show multiple occurences of reload set messages. The reload set screen read, "tubing not properly loaded in air detector" and therefore a complaint of air in line may have referred to a reload set. The upstream sensor was found to be the failing component due to out of specification calibration values, and was replaced to address this failure. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-10287 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the intensive care unit . It was also reported there was no patient involvement.